Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. There were no numbers scrolling up that were noted. The pump had a cracked case at the display window corner, a minor scratched lcd window, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer's blood glucose was 160 mg/dl at the time of the incident. Customer stated that the pump kept scrolling as if a button was stuck. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.